Event description:
Code blue called. Zoll m series defibrillator used. Display reveals lead too large. After change the lead read too large. After 2nd change the lead read too small. The charge attempted at. When shock applied the defibrillation would abort, delivering no shock.

Event description:
Add'l info rec'd from MFR 8/28/02: the model number and the catalog number of the device is: m-series bi-phasic. Based on the data provided by hosp's risk mgmt dept, the clinician was attempting to defibrillate pt who had coded and the device did not discharge. Clinician was able to obtain another device to continue treating the pt. Complainant indicated that the pt expired, however it was not related to the reported malfunction. The facilities biomed dept was unable to duplicate the reported malfunction. The device was not returned to zoll medical for evluation. However, the zoll medical sales rep was able to visit the customer's facility. The sales rep and the customer's third party svc provider tested the device, which passed all tests per the zoll medical m-series svc manual, however, it was observed that the device was operating with a software version of 20.10. Per the zoll medical device corrective action initiated in 12/01, the device should have been upgraded to a software version of 22.55, which prevents the algorithm analysis from being affected by charger noise. The customer was sent the software and instructions describing in detail how to upgrade the device, and how to confirm that the device is at the proper software revision. Although the device was allegedly upgraded by the customer's third party svc provider, it was not at the appropriate version of software. The sales rep, along with the customer's third party svc provider upgraded the device to the appropriate version of software and confirmed that it is now at the correct software version. Without recorder strips from the incident co cannot confirm if the software version contributed to the reported malfunction. Response to question 7: 6/28/02. The device was not returned to zoll medical for evaluation. The device has been returned to svc at the customer's facility.